Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The restenosed 3.0x18mm non bsc stent was located in the saphenous vein to the circumflex artery. The restenosed lesion was predilated with a 2.5x20mm maverick balloon and then the 3.50x38mm taxus liberte drug eluting stent (des) was introduced and the physician reported resistance due to the tortuousity of the vessel. When the taxus liberte des was almost positioned in the lesion and was covering most of the in-stent restenosis as well as most of the external lesion in the saphenous vein, the shaft fractured approx 15cm proximal to the valve outside of the pt. The physician successfully removed the device and completed the procedure with two non bsc devices. No pt complications were reported with the pt's current condition listed as "stable".